Event description:
Caller states, the patient tested 4.1 inr on the coaguchek system and 2.9 inr on a comparison lab. No adverse event reported. Coumadin was held due to results. Requested return of suspect system, however, no strips are available for return. Comparison performed in a medical facility.